Event description:
It was reported that the surgeon inserted an aq2003v three piece silicone lens and noted a haptic was bent. The lens was removed and another same model lens was implanted. The incision was enlarged and sutured. The reporter stated the haptic was bent during loading.

Manufacturer narrative:
Incision sutured.